Event description:
The iab was inserted into the patient on 04/14/97 at 1:00 p.m. On 04/14/97 after iabp for five hours, the doctor had difficulty when the iab was removed. As a result from the event, the patient had a hematoma. The iab was not returned to datascope for evaluation. (Event complications: the patient had a hematoma - reported) 06/24/97 (pt's current status: discharged-rpt'd 06/24/97).